Event description:
It was reported that patient had to charge the ipg frequently in order to maintain its charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december of 2023.